Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of interior abdominal wall"), pelvic pain ("pelvic pain"), pelvic infection ("pelvic infections"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy bleeding") in a 23-year-old female patient who had essure (batch no. 626210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included overweight. Concurrent conditions included cough, cramp in lower abdomen since (B)(6)2014, vomiting since (B)(6)2015, flank pain since (B)(6)2015, dizziness since (B)(6)2015, weakness generalised since (B)(6)2015, swelling face since (B)(6)2015, sore throat since (B)(6)2015, vertigo since (B)(6)2015, ear pain since (B)(6) 2015, toothache, flu since (B)(6)2009, upper respiratory infection and nausea. Concomitant products included atorvastatin since (B)(6), hydrocodone compound since (B)(6), ibuprofen since (B)(6), topiramate since 2015 and venlafaxine since (B)(6). On(B)(6)2008, the patient had essure inserted. In (B)(6), the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6), the patient experienced fatigue ("fatigue"), smear cervix abnormal ("abnormal pap smears") and abdominal pain ("abdominal pain"). On (B)(6)2014, 6 years 6 months after insertion of essure, the patient experienced bacterial vaginosis ("bacterial vaginosis / vaginal infections") with vaginal discharge and urinary tract infection ("recurring uti's`"). On (B)(6)2015, the patient experienced tooth disorder ("dental problems"). In (B)(6)2017, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), abdominal pain lower ("cramping /lower abdominal pain"), hypermetropia ("far sighted"), vulvovaginal pain ("vaginal pain"), back pain ("low back pain") and dysuria ("dysuria(burning with urination)"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (tubal fulguration / she had surgery to remove the essure implant). Essure was removed in 2011. At the time of the report, the device dislocation, pelvic pain, pelvic infection, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal distension, abdominal pain lower, bacterial vaginosis, migraine, urinary tract infection, headache, tooth disorder, dysmenorrhoea, dyspareunia, hypermetropia, fatigue, smear cervix abnormal, abdominal pain, vulvovaginal pain, back pain and dysuria outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hypermetropia, migraine, pelvic infection, pelvic pain, pregnancy with contraceptive device, smear cervix abnormal, tooth disorder, urinary tract infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Patient's current height 5 ft. 6 in. And current weight 212 lbs. (B)(6)2012:ultrasound:5-week empty gestational sac ,quantitative hcg is 5666, therefore the patient has a missed pregnancy loss preoperative diagnoses: 1 missed pregnancy loss, 2, failed tubal ligation concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: dysuria, vaginal discharge, abdominal pain, dysuria, back pain. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and mr received. Reporter information added. Historical condition, concomitant condition, concomitant drug laboratory data, lot number were added. Added event: recurring uti's, bacterial vaginosis, headaches, migration of essure device location of device: interior abdominal wall, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, far sighted, abnormal pap smears, abdominal pain. Updated onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of interior abdominal wall'), pelvic pain ('pelvic pain'), pelvic infection ('pelvic infections'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage') and genital haemorrhage ('heavy bleeding') in a 23-year-old female patient who had essure (batch no. 626210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included overweight, miscarriage, depression, multigravida and parity 2 ((B)(6) 2005, (B)(6) 2007). Concurrent conditions included ear pain since (B)(6) 2015, dizziness since (B)(6) 2015, weakness generalised since (B)(6) 2015, swelling face since (B)(6) 2015, sore throat since (B)(6) 2015, vertigo since (B)(6) 2015, vomiting since (B)(6) 2015, flank pain since (B)(6) 2015, cramp in lower abdomen since (B)(6) 2014, flu since (B)(6) 2009, cough, toothache, upper respiratory infection, nausea and sleeplessness. Concomitant products included atorvastatin since 2014, celecoxib (celexa) from 2009 to 2016, homatropine;hydrocodone since 2016, ibuprofen since 2013, topiramate since 2015 and venlafaxine since 2013. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced fatigue ("fatigue") and abdominal pain ("abdominal pain") and was found to have smear cervix abnormal ("abnormal pap smears"). On (B)(6) 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis / vaginal infections") with vaginal discharge and urinary tract infection ("recurring uti's`"), 6 years 6 months after insertion of essure. On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In january 2017, the patient experienced migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), abdominal pain lower ("cramping /lower abdominal pain"), hypermetropia ("far sighted"), vulvovaginal pain ("vaginal pain"), back pain ("low back pain"), dysuria ("dysuria(burning with urination)") and coital bleeding ("post intercourse bleeding"). The patient was treated with suction d&c and surgery (tubal fulguration / she had surgery to remove the essure implant). Essure was removed in 2011. At the time of the report, the device dislocation, pelvic pain, pelvic infection, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal distension, abdominal pain lower, bacterial vaginosis, migraine, urinary tract infection, headache, tooth disorder, dysmenorrhoea, dyspareunia, hypermetropia, fatigue, smear cervix abnormal, abdominal pain, vulvovaginal pain, back pain, dysuria, vaginal haemorrhage, menorrhagia and coital bleeding outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, back pain, bacterial vaginosis, coital bleeding, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hypermetropia, menorrhagia, migraine, pelvic infection, pelvic pain, pregnancy with contraceptive device, smear cervix abnormal, tooth disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure rings were placed with four coils visualized in the right tube and essure in the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on 22-may-2008: result: "you are good to go, I got you all fixed up". Patient's current height 5 ft. 6 in. And current weight 212 lbs. 13mar2012:ultrasound:5-week empty gestational sac ,quantitative hcg is 5666, therefore the patient has a missed pregnancy loss preoperative diagnoses: 1 missed pregnancy loss, 2, failed tubal ligation * on 2008 patient underwent essure confirmation test having result total bilateral occlusion. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: dysuria, vaginal discharge, abdominal pain, dysuria, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: pfs received. Concomitant drug and medical history added. Events vaginal bleeding, menorrhagia and post intercourse bleeding added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of interior abdominal wall"), pelvic pain ("pelvic pain"), pelvic infection ("pelvic infections"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy bleeding") in a 23-year-old female patient who had essure (batch no. 626210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included overweight. Concurrent conditions included cough, cramp in lower abdomen since (B)(6) 2014, vomiting since (B)(6) 2015, flank pain since (B)(6) 2015, dizziness since (B)(6) 2015, weakness generalised since (B)(6) 2015, swelling face since (B)(6) 2015, sore throat since (B)(6) 2015, vertigo since (B)(6) 2015, ear pain since (B)(6) 2015, toothache, flu since (B)(6) 2009, upper respiratory infection and nausea. Concomitant products included atorvastatin since 2014, hydrocodone compound since 2016, ibuprofen since 2013, topiramate since 2015 and venlafaxine since 2013. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2012, the patient experienced fatigue ("fatigue"), smear cervix abnormal ("abnormal pap smears") and abdominal pain ("abdominal pain"). On (B)(6) 2014, 6 years 6 months after insertion of essure, the patient experienced bacterial vaginosis ("bacterial vaginosis / vaginal infections") with vaginal discharge and urinary tract infection ("recurring uti's`"). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), abdominal pain lower ("cramping /lower abdominal pain"), hypermetropia ("far sighted"), vulvovaginal pain ("vaginal pain"), back pain ("low back pain") and dysuria ("dysuria(burning with urination)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (tubal fulguration / she had surgery to remove the essure implant). Essure was removed in 2011. At the time of the report, the device dislocation, pelvic pain, pelvic infection, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal distension, abdominal pain lower, bacterial vaginosis, migraine, urinary tract infection, headache, tooth disorder, dysmenorrhoea, dyspareunia, hypermetropia, fatigue, smear cervix abnormal, abdominal pain, vulvovaginal pain, back pain and dysuria outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hypermetropia, migraine, pelvic infection, pelvic pain, pregnancy with contraceptive device, smear cervix abnormal, tooth disorder, urinary tract infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Patient's current height 5 ft. 6 in. And current weight 212 lbs. (B)(6) 2012:ultrasound:5-week empty gestational sac ,quantitative hcg is 5666, therefore the patient has a missed pregnancy loss preoperative diagnoses: 1 missed pregnancy loss, 2, failed tubal ligation. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: dysuria, vaginal discharge, abdominal pain, dysuria, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic infection ("pelvic infections"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and abdominal pain lower ("cramping /lower abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2011. At the time of the report, the pelvic pain, pelvic infection, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal distension and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, genital haemorrhage, pelvic infection, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.